Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred during bolus delivery. Customer's blood glucose level was 356 mg/dl. The customer reverted to manual injections and went to the emergency room (ER) to obtain long acting insulin. While in the ER, the customer was prescribed levamir and was monitored. Customer was released with a bg level of 300 mg/dl.